Event description:
The top of the internal rod snapped off when being impacted with the mallet. Nothing fell into the patient's wound.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis of the affected batch shows an initial conformance of these products with regards to their specification (old specification dwg-7e070074 / b for rod). For this batch, there was no deviation or non-conformance. Analysis conducted on previous complaints shows a weakness of this product assembly. A design change was initiated through (B)(4), new definition starting from batch 5120205. The product associated to the complaint was manufactured before the design change. Based on the information received and the investigation performed, the root cause of the incident is attributed to the product design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.